Event description:
It was reported to tyco healthcare/ kendall on 07/15/02 that a death had occurred in 2002. According to the customer, a mahurkar catheter was inserted in the right internal jugular vein of the pt. Then after several hours of indwelling, the pt noticed that they were bleeding and called for a nurse. The doctor found that the silicone tube on the red hub side of the mahurkar catheter was broken near "y" connection. It was reported that the pt expired the following day.